Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that the aligners caused them to have terrible lock jaw that would not go away. This has lead to terrible headaches, they never had these issues prior to use of the byte aligners.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.